Manufacturer narrative:
The unit was received with a completely broken off reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a missing reservoir tube o-ring. (B)(4).

Event description:
The customer called to report damage to the reservoir compartment. The customer believed the damage was from wear and tear. The customer's blood glucose reading was 72 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to discontinue use of the device. The customer was informed of the adverse effects that could occur if they continued use of the device; the customer understood. The insulin pump was replaced and returned